Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe would not cut during surgery. The probe was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The customer did not return a probe sample for evaluation. The final customer lot was identified as lot 14033830x. For this final lot, three component probe lots, manufactured in september 2014, were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there are no other complaints for the reported issue. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).